Event description:
It was reported that the customer had blood glucose levels of 495mg/dl and 359mg/dl. Customer stated that she tried to bolus with the insulin pump, however she believes the line may have been twisted. The customer also stated that sensor is sticking inside the serter. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.